Event description:
The account reported the bed exit audible alarm was not long enough. No pt injury reported.

Manufacturer narrative:
The account found the cause to be the external buzzer. The account replaced the external buzzer kit to resolve the issue. Based on this information, no further action is required.